Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 information was received from a manufacturer representative (rep) regarding a patient receiving morphine (10 mg/ml, 1 mg/day) via an implantable pump for spinal pain. On (B)(6) 2018, the patient started having a headache and "strange feelings" a couple days after pump implant ((B)(6) 2018). It was determined the patient had a cerebrospinal fluid (csf) leak. There were no environmental, external or patient factors that may have led or contributed to the issue. The csf leak was diagnosed due to the symptoms of headache. The hcp performed a blood patch on (B)(6) 2018 and the symptoms lessened immediately. The report indicated no surgical intervention occurred and no surgical intervention was planned. The issue was resolved at the time of this report.